Event description:
It was reported that the universal handpiece was being used to repair an infection from a previous surgery when a piece of metal was discovered in the surgical site. The user facility was not aware if the piece of metal was there prior to opening the surgical site, or if it came from the handpiece after opening. The handpiece was used to complete the procedure and nothing was observed to be missing from the tip. There was no harm to the patient or user due to the piece of metal, which was safely removed.

Event description:
It was reported that the universal handpiece was being used to repair an infection from a previous surgery when a piece of metal was discovered in the surgical site. The user facility was not aware if the piece of metal was there prior to opening the surgical site, or if it came from the handpiece after opening. The handpiece was used to complete the procedure and nothing was observed to be missing from the tip. There was no harm to the patient or user due to the piece of metal, which was safely removed.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The event of a piece of metal falling into the surgical site due to the sonopet handpiece was not duplicated and no failures were confirmed. Based on the material analysis of the material sent in by the customer and subject matter expert consultation, the sonopet handpiece could not have caused or contributed to the reported event as the material found is a different composition than the material used to manufacture the sonopet handpiece and accessories. The device was returned to the customer without repair.